Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The isolation relay assembly was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was unable to deliver defibrillation energy.